Event description:
The customer reported a false reactive architect toxo igg result on a 33-yr old pregnant female patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 3.1 iu/ml, repeated on (B)(6) 2024 = 0.1 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false reactive architect toxo igg result on a 33-yr old pregnant female patient. The following results were provided: on (B)(6) 2024, sid (B)(6) = 3.1 iu/ml, repeated on 07nov2024 = 0.1 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect toxo igg reagent lot 61399be00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Additionally, to evaluate the performance of the reagent lot 61399be00, worldwide field data was reviewed. The patient median data for the lot was within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect toxo igg kit (lot# 61399be00).